Event description:
In january 2005, while wearing the sound processor, the patient reportedly had no sound percept. The patient was seen at the center. External equipment was exchanged. However, the problem was not resolved. In 2005, the patient was seen by a complany representative for device evaluation. Testing performed confirmed that the patient's c1 device was no longer functioning.